Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional office in (B)(4). The neopuff was inspected by a trained fisher & paykel healthcare service engineer. The manometer was visually inspected and performance tested. Our investigation is based on the photographs and service report provided by the us office. Results: visual inspection revealed physical damage to the gas inlet port, upper end cap and manometer. The plug set and one of the feet were missing. Performance testing revealed that the manometer was faulty. A lot check revealed one other complaint for a faulty manometer for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the neopuff had been in service for over six years. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A hospital in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken.